Event description:
The device was used during a thoracoscopic partial lung resection procedure. Reportedly, the device was difficult to open and at the same time the anvil cover was damaged and hooked with a certain part of the lung which began to bleed. The surgeon converted to a laparotomy and resected additional tissue at the application site to complete the procedure. The hospital has reported the pt's condition is satisfactory.